Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed and analysis revealed broken ema wirebonds.

Event description:
The device was returned to the manufacturer after being explanted due to an upgrade. The device subsequently tested out of specification. No patient complications have been reported as a result of this event